Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova field service representative was dispatched to the facility to investigate the device. Through follow-up communication livanova learned that the reported issue occurred twice.the problem could not be reproduced on site. A loaner device was provided to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a s5 gas blender system shutdown during priming. There was no patient involvement.

Manufacturer narrative:
H.10: a review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The affected device was returned back to manufacturer site for investigation and the reported issue could be reproduced only once during 48h test. The potentially involved components which are power supply board and processor board will be replaced to solve the reported failure. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: the power supply board, the eprom and the front panel were replaced to solve the reported problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the reported event is a defective electronic component of the gas blender.